Event description:
The reporter indicated that the surgeon implanted an toric implantable collamer lens into the patient's left (os) eye. The surgeon reports the patient is not satisfied with their vision. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. Expiration date, implant date: unk. Device manufacture date: unk. Claim# (B)(4).